Event description:
Procedure: sleeve gastrectomy. According to the reporter: the coviden 15mm bag was inserted down the trocar to retrieve the specimen and the blue seal detached form the trocar landing in the patient. He then needed to put in a new versastep 15mm trocar to finish the case.

Manufacturer narrative:
(B)(4).